Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin inside the pump chamber after a cartridge change and identified the cartridge as leaking; the user replaced the cartridge and supplies, dried the chamber, and insulin delivery and glucose levels returned to normal thereafter. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia after the supply change. Investigation included a troubleshooting call in which the user was guided through the supply change process and confirmed correct technique, and the user returned the leaking cartridge for assessment. Investigation of this case revealed a suspected leaking cartridge leading to insulin in the chamber and transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge.